Event description:
A physician reported a microsensor (ID (B)(6)) was working properly in the morning of (B)(6) 2026. It was disconnected to perform computed tomography (CT) scan and magnetic resonance imaging (MRI). When reconnecting the device, ¿connect transducer¿ message was displayed and did not detect the sensor. On (B)(6) 2026, it was confirmed that another sensor was detected by the main device so it is unlikely that the issue was caused due to cable disconnection. The sensor was removed due to failure. According to the information provided, the monitor and the cable used with the microsensor were unknown. No adverse consequences to the patient were observed and no information on surgical delay.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.